Event description:
It was reported that the right ventricular lead exhibited oversensing of noise. Noise was not reproducible in clinic, and the lead will be monitored. The patient was in good condition following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.